Manufacturer narrative:
Initially it was reported that the device failed pressure transducer and safety valve test. On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, device failed pressure transducer test, o2 cell/sensor test and safety valve test, the expiratory channel printed circuit board and main back-plane were adjusted and the issue was solved. The device was returned to clinical use. The expiratory channel pcb contains electronics including microprocessor for handling of expiratory flow measurement performed by the flowmeter inside the cassette, all electronic connections to and from the cassette, expiratory valve control, safety valve control, temperature monitoring and also holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. Main back-plane board is responsible for storage of system ID (serial number), configuration, operating time, etc. Which is unique for each system. When installing software options, the system ID is used to verify that the option is valid for that system. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to expiratory channel printed circuit board and main back-plane.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed pressure transducer test and safety valve test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).